Event description:
Reportable based on the product analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention procedure, a no cross occurred. The target lesion was located in the severely calcified left anterior descending artery. A 3.00 x 32 mm promus element mr was advanced to the lesion, but was unable to cross. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: visual and microscopic examination of the returned device noted distal stent damage. Two struts at the distal edge were raised and misaligned. Kinks were also noted along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).